Manufacturer narrative:
Secondary psu burnt out - reason unknown. Sec psu replaced. Main batteries very low - not charging - replaced power supply. 18v storage battery. Inoperative/faulty/bad part. Power supply: secondary power supply inoperative/faulty/bad part.

Manufacturer narrative:
Device is not returned to manufacturer, but rather evaluated and repaired in situ at the time of this report, the technical service evaluation report was not received; it is anticipated date of manufacture;2008. (B) (4) the actual suspect device will be evaluated; "method, result and conclusion" will be amended upon receipt of the technical service report. The device history record was review by the manufacturer and no shown indicators relating to this complaint were identified. The device met all the requirements during final inspection.

Event description:
Reportedly, the machine had a burning smell and was making a high pitched noise. It was also reported that the screen was stuck on the edwards logo. This complaint is being reported as precautionary measure due to the alleged ¿burning smell¿ which may possibly occur in a critical care oxygen rich environment. At the time of this report, the instance of the event was unspecified; therefore it is unknown whether this event happened before, during, after, with or without patient involvement. No patient injury or death was reported with relationship to this complaint.